Event description:
It was reported to philips that the workstation failed to boot up during the setup phase on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software, tested the device, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).